Manufacturer narrative:
Report confirmed. The user facility indicated that it would not be returning the device for eval. Photographs were taken and confirm that the device did fracture approx 1/2" from the distal tip. The manufacturing records were reviewed and no deviations were noted. This is the first report of this type for this lot number. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Event description:
Medwatch was received from a user facility stating that "during craniotomy, 1 cm piece of dissecting blade broke off and could not be located. Found the next day on head CT. Repeat procedure 2009 to retrieve broken piece." On follow-up, it was noted that the device was available but would not be released. The surgical notes would not be released for either procedure. It was reported that the broken piece penetrated the dura approx 1.5cm. The patient's condition was reported to be stable after the second procedure.